Event description:
Implant didn't achieve osseointegration, primary stability was achieved, thread tap used, radiation tx-head / neck area, local infection / subacute chronic osteitis, pain and mobility.